Event description:
It was reported that device detachment occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion. After testing the device, resistance was felt inside the guiding catheter. Upon removal, the outer sheath was found to be separated, and the transducer twisted. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
The complaint device was received for product analysis. A visual examination revealed the sheath assembly was kinked, the imaging window was detached near the lap joint section, and the imaging core had wind up in the detached section. Functional inspection noted that the telescope assembly was able to properly pull back, advance, and retract. No other issues were identified during the product analysis.

Event description:
It was reported that device detachment occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion. After testing the device, resistance was felt inside the guiding catheter. Upon removal, the outer sheath was found to be separated, and the transducer twisted. The procedure was completed using another of the same device. No patient complications were reported.